Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow-up, post sensed t-wave oversensing was observed. The patient did not receive inappropriate therapy. The oversensing was notedon a stored egm. Programming changes recommended. The device remains implanted.